Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a history of transient ischemic attacks (tia) last (B)(6), with multiple gi bleeds. Her international normalized ratio (inr) was kept at 1.8. Since initial implant, her aortic valve always opened despite increased speeds and her ventricle exhibited a high degree of contractility. On (B)(6) 2012, the patient was at home and had a "red heart" alarm. The patient was taken to a local emergency room and had additional "red heart" alarms and stated she felt pain in her abdomen and left arm. She was transferred to the implanting center where she experienced additional "red heart" alarms and a pump stop the patient's power was sustained at 11-12 watts. Patient was hemodynamically stable throughout all alarms. The patient was taken to the operating room and the lvad was explanted and the patient remained stable after explant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.